Event description:
It was initially reported to boston scientific corporation that an interject injection therapy needle catheter was used during a colonoscopy procedure in 2009. According to the complainant, when pulling back on the needle, it would not come out. Another interject injection therapy needle catheter was used to complete the procedure. There were no pt complications reported as a result of this event. The pt's condition was reported to be fine. This event has been deemed a reportable event based on the investigation results; needle bent.

Manufacturer narrative:
During the eval the needle was found to not extend properly. The inner hub was pulled from the outer hub to visually inspect the inner extrusion. The inner hub cannula and distal end of the needle were bent. This condition most likely caused the inner and outer extrusions to bind against each other, preventing the needle from extending. The outer diameter of the inner extrusion was found to be smaller than the mfg spec. This would not have affected the actuation of the device, it would likely permit the device to move more freely. The most probable root cause for difficulty extending the needle is operational context. It is likely that the inner hub cannula and needle were bent during attempted use. A review of the device history record was performed for lot number 12165188 and revealed no related issues to this complaint. A lot history search was performed and found no other complaint against lot number 12165188.